Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the jaws bent while on thick tissue. The device was removed okay, but after changing the unknown reload it was unable to fit back through the 12mm trocar. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56v4n. Device evaluation: the analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.